Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to set the system into MRI mode due to high impedances. As such, surgical intervention took place on (B)(6) 2021 wherein the lead was explanted and replaced resolving the issue. Reportedly, therapy was confirmed post op.